Event description:
During a right inguinal hernia repair a surgical balloon dissector was placed through into the perperitoneal space. The physician encountered a problem with the disruption of the epigastric vessel. The balloon exploded after it was inserted and blew up.